Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the right atrial lead could not be implanted. The physician attempted to insert the lead in different locations but was unsuccessful. The surgery was cancelled. The patient was stable post procedure.